Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 347 mg/dl. Symptoms reported include diverticulosis, uti (urinary tract infection) fatigue, dizziness, and nausea. The patient was treated with lantus insulin via subcutaneous injection, novolog insulin via subcutaneous injection per sliding scale, IV (intravenous) antibiotics. The patient was also prescribed cipro and flagyl and an over the counter probiotic. The patient was released four days later.